Event description:
It was reported that the customer has had high blood glucose levels (305 mg/dl). Customer noticed air bubbles in the tubing. Cartridge was previous filled with insulin from two different vials. Pump passed system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.